Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited oversensing, likely due to electromagnetic interference (emi), resulting in pacing inhibition exceeding two seconds. Technical services (ts) reviewed the episode and determined that the signal characteristics were consistent with emi from external equipment. The observed signals were considered too stable to represent myopotentials and the amplitude was too low to indicate true ventricular tachycardia. Ts provided programming recommendations. No additional adverse patient effects were reported. This device remains in service. Additional information was provided by the field representative indicating that at the time of the event, the patient was in the entrance of a store touching a little toy, which is considered a potential root cause. No additional consequences were noted.